Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who received essure (ess205). The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient started essure (ess205). On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), the first episode of abdominal pain ("severe abdominal cramping"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), vaginal discharge ("irregular vaginal discharge") and the second episode of abdominal pain ("abdominal pain"). The patient was treated with surgery (surgery to remove essure). Essure (ess205) was withdrawn. At the time of the report, the pelvic pain, first episode of abdominal pain, back pain, dyspareunia, vaginal discharge and second episode of abdominal pain outcome was unknown. The reporter considered pelvic pain, the first episode of abdominal pain, back pain, dyspareunia, vaginal discharge and the second episode of abdominal pain to be related to essure (ess205). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 3-jan-2017: quality-safety evaluation of ptc (ptc global number (B)(4)) company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain. This event is anticipated in the reference safety information for essure. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Other nonserious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device:left pelvic wall"), fallopian tube perforation ("perforation (fallopian tube)") and pelvic pain ("pelvic pain") in a 24-year-old female patient who had essure (ess205) (batch no. 509811) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included substance abuse in 1999 and bleeding genital in 2000. Concurrent conditions included bipolar disorder since 2002 and alcoholic since 1999. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), the first episode of abdominal pain ("severe abdominal cramping"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), vaginal discharge ("irregular vaginal discharge"), the second episode of abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), surgery (tubal ligation - removed coils in both tubes. Removed partial of one tube and tied other)) and surgery (surgery to remove essure). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the device dislocation, fallopian tube perforation, pelvic pain, back pain, dyspareunia, vaginal discharge, the last episode of abdominal pain, vaginal haemorrhage, menorrhagia, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered back pain, bladder disorder, device dislocation, dyspareunia, fallopian tube perforation, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure (ess205). Diagnostic results: on (B)(6) 2006 : hysterosalpingogram (hsg) : result: perforation (fallopian tube): tubes were mangled from essure. Doctor contacted manufacturer and the company couldn¿t guarantee effectiveness to remove implant and tie your tubes. Hysterosalpingogram, the device on the left appears to be within the mid portion of the fallopian tube located approximately 11 mm from the cornu of the uterus. This position is considered satisfactory. The device on the right side appears to be in the distal fallopian tube and is at least 38 mm from the uterine cornu. Impression: abnormal distal position of right essure contraceptive coil. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received - reporter and patient demographic added. Lot number 627741 added. The following events were provided: vaginal haemorrhage, menorrhagia, bladder disorder, perforation (fallopian tube), urinary tract disorder , essure micro-insert migration.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only on (B)(6) 2018: medical records received : reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device:left pelvic wall"), fallopian tube perforation ("perforation (fallopian tube)") and pelvic pain ("pelvic pain") in a 24-year-old female patient who had essure (ess205) (batch no. 509811,627741) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included substance abuse in 1999 and bleeding genital in 2000. Concurrent conditions included bipolar disorder since 2002 and alcoholic since 1999. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), the first episode of abdominal pain ("severe abdominal cramping"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), vaginal discharge ("irregular vaginal discharge"), the second episode of abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), surgery (tubal ligation - removed coils in both tubes. Removed partial of one tube and tied other)) and surgery (surgery to remove essure). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the device dislocation, fallopian tube perforation, pelvic pain, back pain, dyspareunia, vaginal discharge, the last episode of abdominal pain, vaginal haemorrhage, menorrhagia, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered back pain, bladder disorder, device dislocation, dyspareunia, fallopian tube perforation, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure (ess205). Diagnostic results: on (B)(6) 2006: hysterosalpingogram (hsg) : result: perforation (fallopian tube): tubes were mangled from essure. Doctor contacted manufacturer and the company couldn¿t guarantee effectiveness to remove implant and tie your tubes. Hysterosalpingogram, the device on the left appears to be within the mid portion of the fallopian tube located approximately 11 mm from the cornu of the uterus. This position is considered satisfactory. The device on the right side appears to be in the distal fallopian tube and is at least 38 mm from the uterine cornu. Impression: abnormal distal position of right essure contraceptive coil. Lot number: 509811 man date: 2006-04 exp date: 2008-03 . Lot number: 627741 man date: 2008-07 exp date: 2010-07 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device:left pelvic wall"), fallopian tube perforation ("perforation (fallopian tube)") and pelvic pain ("pelvic pain") in a 24-year-old female patient who had essure (ess205) (batch no. 509811) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included substance abuse in 1999 and bleeding genital in 2000. Concurrent conditions included bipolar disorder since 2002 and alcoholic since 1999. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), the first episode of abdominal pain ("severe abdominal cramping"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), vaginal discharge ("irregular vaginal discharge"), the second episode of abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), surgery (tubal ligation - removed coils in both tubes. Removed partial of one tube and tied other)) and surgery (surgery to remove essure). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the device dislocation, fallopian tube perforation, pelvic pain, back pain, dyspareunia, vaginal discharge, the last episode of abdominal pain, vaginal haemorrhage, menorrhagia, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered back pain, bladder disorder, device dislocation, dyspareunia, fallopian tube perforation, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure (ess205). Diagnostic results: on (B)(6) 2006 : hysterosalpingogram (hsg) : result: perforation (fallopian tube): tubes were mangled from essure. Doctor contacted manufacturer and the company couldn¿t guarantee effectiveness to remove implant and tie your tubes. Hysterosalpingogram, the device on the left appears to be within the mid portion of the fallopian tube located approximately 11 mm from the cornu of the uterus. This position is considered satisfactory. The device on the right side appears to be in the distal fallopian tube and is at least 38 mm from the uterine cornu. Impression: abnormal distal position of right essure contraceptive coil. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device:left pelvic wall"), fallopian tube perforation ("perforation (fallopian tube)") and pelvic pain ("pelvic pain") in a 24-year-old female patient who had essure (ess205) (batch no. 509811,627741) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included substance abuse in 1999 and bleeding genital in 2000. Concurrent conditions included bipolar disorder since 2002 and alcoholic since 1999. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), the first episode of abdominal pain ("severe abdominal cramping"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), vaginal discharge ("irregular vaginal discharge"), the second episode of abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), surgery (tubal ligation - removed coils in both tubes. Removed partial of one tube and tied other)) and surgery (surgery to remove essure). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the device dislocation, fallopian tube perforation, pelvic pain, back pain, dyspareunia, vaginal discharge, the last episode of abdominal pain, vaginal haemorrhage, menorrhagia, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered back pain, bladder disorder, device dislocation, dyspareunia, fallopian tube perforation, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure (ess205). Diagnostic results: on (B)(6) 2006 : hysterosalpingogram (hsg) : result: perforation (fallopian tube): tubes were mangled from essure. Doctor contacted manufacturer and the company couldn¿t guarantee effectiveness to remove implant and tie your tubes. Hysterosalpingogram, the device on the left appears to be within the mid portion of the fallopian tube located approximately 11 mm from the cornu of the uterus. This position is considered satisfactory. The device on the right side appears to be in the distal fallopian tube and is at least 38 mm from the uterine cornu. Impression: abnormal distal position of right essure contraceptive coil. Lot number: 509811 man date: 2006-04 exp date: 2008-03. Lot number: 627741 man date: 2008-07 exp date: 2010-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.